Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the hospital after receiving inappropriate therapies due to oversensing. The lead was capped.